Manufacturer narrative:
The customer¿s report of a crack was confirmed. The set was visually inspected and a vertical crack was visible on the female luer adaptor. Further inspection under magnification confirmed the crack, measuring approximately 7.29mm, and extending vertically from the proximal end. Stress marks were also observed. Functional testing was performed and leaking from the female luer adaptor was noted. The root cause of the crack was not identified but is thought to be a supplier manufacturing related issue.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set cracked along the male end where it attaches to the maxplus. The set was replaced, no patient harm reported.